Event description:
It was reported that, "I reached out to my patient. I was told that when they placed the batteries in the pulse oximeter, the pulse oximeter became extremely hot. She stated it was so hot she could hardly remove the batteries. I asked if it lit up (thinking the batteries may have been inserted incorrectly), and she confirmed that the pulse oximeter did light up on the device display."

Manufacturer narrative:
It was reported that, "I reached out to my patient. I was told that when they placed the batteries in the pulse oximeter, the pulse oximeter became extremely hot. She stated it was so hot she could hardly remove the batteries. I asked if it lit up (thinking the batteries may have been inserted incorrectly), and she confirmed that the pulse oximeter did light up on the device display." Due diligence has been completed. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.